Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient is hospitalized for gastro-intestinal problem. Patient has nausea, vomiting, and pain around the insertion site of the peg tube. Investigation revealed that the jejunal tube had penetrated into the duodenal lumen (longitudinal at bulbus duodenum). When visualizing the tip of the jejunal tube it appeared a bezoar had been formed and generated such a traction which caused the tube to grow into the intestinal wall. The physician released the tube without complications.